Event description:
A surgeon reported that the trocars leaked during multiple procedures. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).